Event description:
It was reported that during an unk procedure, the device staples went off but the device failed to cut. The device was reloaded and the staples did not go off at all. It was not reported how the procedure was completed. There were no adverse consequences to the pt. Asked the following questions but the hosp was not willing to provide any info:

Manufacturer narrative:
(B)(4). Eval summary: the analysis results showed that the device was received in good visual conditions and with two cartridge reloads present. Cartridge b was received fully fired. Cartridge a was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload a and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. A batch record review was performed and no anomalies were found during the mfg process.